Manufacturer narrative:
Pump received with scratched display window, cracked display window corners, broken reservoir tube lip, missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir compartment was falling off. It was found the plastic component that held the reservoir in place was detached. Customer's blood glucose was 123 mg/dl. Customer stated they have been taping the reservoir in place. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.